Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes; section d9: returned to manufacturer on: 11/1/2023; section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod overriding the lens. The complaint cartridge was received with a piece of the lens stuck inside of the cartridge tip. Further inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an adequate amount of ovd/bss was used. No issues with the cartridge that could cause or contribute to the observed/complaint issues could be identified. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly could be identified. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received stuck inside of the cartridge tip. The lens was removed and cleaned, revealing that it was torn and damaged from being overridden in the cartridge tip. One haptic could also be observed to be damaged. Conclusion: the complaint issue dc-unfolding issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded tecnis simplicity eyhance intraocular lens (iol) was malfunctioned and would not open. There was patient contact and it touched the eye. No further information was provided.